Event description:
During code situation, the medtronic defibrillator in AED mode delivered shock to a potentially non-shockable rhythm. Variance was discovered by accident after a question regarding escalation of energy triggered interrogation of the device.